Event description:
It was reported that there was on over infusion of levophed (norepinephrine). During a surgical procedure, the clinician determined to change the pump module due to corroded inter-unit interface connectors. During the swap, the patient received an unspecified bolus dose of levophed (norepinephrine) that was not intended. Flowing the event, the patient experienced transient hypertension (300/160 mmhg) for a period of "3-4" minutes. The hospital indicated no medication intervention was necessary and indicated no negative outcome following the event. Subsequent examination of the pump by the hospital biomedical engineer observed a door latch sear with a broken "tooth". The hospital biomed indicated their testing showed the module failed to engage the internal safety clamp when opening the module door.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was on over infusion of levophed (norepinephrine). During a surgical procedure, the clinician determined to change the pump module due to corroded inter-unit interface connectors. During the swap, the patient received an unspecified bolus dose of levophed (norepinephrine) that was not intended. Flowing the event, the patient experienced transient hypertension (300/160 mmhg) for a period of "3-4" minutes. The hospital indicated no medication intervention was necessary and indicated no negative outcome following the event. Subsequent examination of the pump by the hospital biomedical engineer observed a door latch sear with a broken "tooth". The hospital biomed indicated their testing showed the module failed to engage the internal safety clamp when opening the module door. A copy of the health canada report was received, which states, "patient in surgery developed hypertension due to free-flowing norepinephrine; door latch seers broken (one ¿tooth¿ missing), which resulted in a failure to engage the anti-free flow latch when the module door was opened."

Manufacturer narrative:
Correction: describe event or problem.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was on over infusion of levophed (norepinephrine). During a surgical procedure, the clinician determined to change the pump module due to corroded inter-unit interface connectors. During the swap, the patient received an unspecified bolus dose of levophed (norepinephrine) that was not intended. Flowing the event, the patient experienced transient hypertension (300/160 mmhg) for a period of "3-4" minutes. The hospital indicated no medication intervention was necessary and indicated no negative outcome following the event. Subsequent examination of the pump by the hospital biomedical engineer observed a door latch sear with a broken "tooth". The hospital biomed indicated their testing showed the module failed to engage the internal safety clamp when opening the module door.